Manufacturer narrative:
Additional manufacturer narrative: date of event was not provided, estimated date entered.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons on an unspecified date. During the procedure, when implanting the new aus device the urethra was perforated. As a result, a new aus device was not implanted and the patient was given time to heal. The patient returned on (B)(6) 2023 to have a new aus device implanted and was assessed for healing. The physician observed via cystoscope that the patient had healed appropriately. A new aus device was implanted and there were no patient complications.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The physician believes there was either urethral atrophy or erosion which led to the recurring incontinence. During the procedure, when explanting the cuff the physician accidentally perforated the urethra. He believed the cuff was stuck to the urethra. As a result, a new aus device was not implanted and the patient was given time to heal. The patient returned on 22mar2023 to have a new aus device implanted and was assessed for healing. The physician observed via cystoscope that the patient had healed appropriately. A new aus device was implanted and there were no patient complications. This report is to capture the urethral perforation that occurred during the aus replacement surgery.